Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) female subject coincident with dianeal pd4 and extraneal therapies. On (B)(6) 2009, the subject began therapy with dianeal pd4 2.27% and extraneal solution for peritoneal dialysis, unspecified formulation, strength, and container) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal and extraneal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent and abdominal pain. Treatment for the event was not reported. The primary contributing factor to the event was break in sterile technique. Patient recovered (unreported date).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. Complaint is confirmed because consumer reported a break in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4), the subject was hospitalized due to abnormal pd fluid. The subject was being treated with oral levofloxacin for bacterial pertitonitis at the time of the hospitalization.